Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 05/10/2016 to report that the patient experienced intermittent audio output and an adverse event on (B)(6) 2016. The patient's mother stated that the patient was at school and had a low continuous glucose monitor (cgm) reading and the receiver did not alert him. Patient's mother stated that the patient wasn't feeling well and almost passed out. The school doctor had to provide a glucagon shot to get the patient's glucose level back to normal. At the time of contact, was well. Additionally, patient's mother tested the receiver alarms and they were working. No additional event or patient information was provided. The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. Global receiver functional testing could not be performed due to the presence of a "call tech support" error on the receiver screen. The data log was reviewed and no errors related to the reported issue were found. The reported fault could not be reproduced with the receiver. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).